Event description:
It was reported that the surgeon inserted an aq2010v three piece silicone lens and the lens flipped, while advancing in the injector and split during insertion. The lens was removed without any patient injury.

Manufacturer narrative:
Results: visual inspection of the returned product showed that the optic was split. Both haptics were torn off and one of them was missing. There was evidence of both a reddish and a clear surgical residue. Conclusion: based on the complaint history and evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for evaluation.